Event description:
I received a letter in the mail from walmart recall about my omnipod insulin pumps that I use, and I still have 5 that I haven't used because the lot numbers match which ones were being recalled. Pt: 4582. Device: 1420. Reference: mw5188664, mw5188666, mw5188667, mw5188668.